Event description:
It was reported the patient experienced trauma at the lead sites leading to infection, mrsa, and becoming septic. Patient was hospitalized, system was explanted, and the infection has since cleared. Date of explant is unknown.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and device information. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.